Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search on the provided smartset gmv 40g us eo (product code 545050501, lot number 2946627) found additional reports. A previous DHR review was conducted (B)(4) and did not reveal any related manufacturing deviations or anomalies. A worldwide complaint database search found no other reported incident(s) against the remaining product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address tibial subsidence and loosening at both interfaces. Depuy cement was used. Patient's medical records were received. Medical records were reviewed for MDR reportability. Records indicate the patient was revised to address pain as well. Clinical der received. Patient was revised to address loosening. Loosening occurred at the bone/cement interface. Cement manufactured by depuy. The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient's femoral component had slight motion with vigorous testing of the femoral component.